Event description:
(B)(4). When the essure was placed it hurt very bad. About a week after I had it insertedy right ovarie hurt like someone punched me. About another week one of my coils feel out while I was at work and I called my doctor and told her and the nurse the nurse informed me that it wasn't a coil and we needed to do the dye test. When my dye test was done the guy told me I only had one coil in. About a month after I started getting light headed and dizzy when I would do certain things. I also have gotten slightly moody.